Manufacturer narrative:
Power entry module exposed wire.

Event description:
It was reported by service report that the bed plug module is broken. No pt involvement or adverse consequences are reported.